Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following an unrelated neck surgery. Surgery mode was not turned on prior to the surgery. A manufacturer representative met with the patient and attempted to reconnect and troubleshoot to no avail. The ipg was deemed inoperable. Analysis of the logs confirmed the ipg was running in the service application state.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information receieved stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.